Event description:
It was reported by service report that the brakes would not engage and the foot end cover was broken with sharp edges exposed. No patient involvement or adverse consequences were reported.